Manufacturer narrative:
The device was discarded at the user facility and not returned for evaluation. The alleged product issue could not be confirmed. H11 - corrections. D9 - not available for return. H6 - type of investigation - add 4115 (discarded), remove 4114.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issuesrelevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. If the device or further information is received at a later date, an investigation will be conducted and an additional supplemental report will be submitted.

Event description:
It was reported that an embolization coil implant did not deploy properly, became stuck in the microcatheter, and was left in the superficial femoral artery. It is possible that the patient may require further surgery. There was no reported patient injury or intervention.